Event description:
Physician reported right side device rupture, pain, and granuloma. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: one opening on posterior side assessed as fold flaw opening. ¿ pain: unable to observe as it is not related to the device. ¿ granuloma- breast: unable to observe as it is not related to the device. Additional observations: ¿ red particles was observed on the surface of the device. ¿ creases were observed. ¿ stress marks observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and granuloma.

Event description:
Physician reported right side device rupture, pain, and granuloma. Device has been explanted and replaced.